Event description:
Reportedly, on (B)(6) 2023, when switching on the tablet, s/n (B)(6) , the following pop-up message was displayed in the screen: "an error has occurred in the program during initialization. If this problem continues, please, contact your system administrator" error code: ox80070426". After switching off and on again, the tablet worked properly. An internal analysis is requested to know the reason of the message.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Please find below the investigation results for your case (B)(4) from acn medical about an error message that was displayed when starting the smart touch tablet: the reported error message is known and notably related to a specific bluetooth issue. In fact, this error message is observed because of an issue generated during the smart touch to smart ECG bluetooth pairing procedure. The corresponding driver could not be loaded at booting procedure of the tablet because of it, the reported error message is displayed when tablet is turned on. The tablet is functional and no need for re-ghost or re-installation of the latest smartview version.